Event description:
It was reported that the device and the right ventricular (rv) lead delivered inadequate high voltage therapy due to oversensing of noise. The device and rv lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device and the right ventricular (rv) lead delivered inappropriate high voltage therapy due to oversensing of noise. The device and rv lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device delivered inadequate high voltage therapy due to oversensing of noise. Additional information was requested but was not yet available.